Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/29/98.

Event description:
On 4/3/98, datascope was notified that the patient was placed on do not resuscitate status 2 days later and expired shortly afterwards. Patient's current status: expired - rpt'd 4/3/98.